Event description:
It is reported that the device was replaced due to battery depletion indicators. The early battery depletion was attributed to the system being a y-adapted cardiac resynchronization therapy-defibrillation system and high pacing outputs. Subsequently, the device tested out of specification during analysis. No patient complications have been reported as a result of this event.